Manufacturer narrative:
(B)(4).

Event description:
It was reported that significant extension of surgical time occured during tha revision surgery when the 4.5mm size drill broke in the distal cavity. Pieces have been recovered, surgery continued and no further injury to the patient had been reported.